Event description:
It was reported to adac that source to skin distances were incorrect prior to dose computation. The user reported that after a trial was copied, the source to skin distance's field on the beam spreadsheet displays the source to skin distance of the first beam for all beams. The source to skin distance is then corrected when either the beam is moved or the beam is calculated. No injuries were reported as a result of this issue.